Event description:
Upon entering tibia cut in bone prep, the tibia checkpoint did not pass. Surgeon proceeded to remove the probe and place it back in, and the checkpoint passed. Upon cut completion the medial side off the tibia was confirmed to be by 5mm, and lateral side was off by 1.5mm. Mps reported that robot was registered while elevated, he was advised that robot should be lowered while completing registering. He was also advised to complete rio registration prior to cutting. Used planar probe to verify it was 5mm off. Case type / application: tka 2.0.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results. Product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. No defects found. The mps confirmed that the robot was not lowered during rio registration. This causes inaccuracies through the case. Work order disposition: system investigation completed successfully. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies. Complaint history review: a review of complaints in trackwise shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. However the mps confirmed that they did not lower the robot during rio registration which contributes to system inaccuracies. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.